Event description:
Complainant alleged that while pacing a patient in a moving vehicle, the device lost capture of the patient's heart rhythm when the vehicle went over a bump. The complainant indicated that the vehicle was traveling at a speed greater than 60 miles per hour. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.